Manufacturer narrative:
Attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow-up report will be submitted.

Event description:
It was reported the device shuts down although it is plugged in. There is no report of any patient impact or consequence as a result of the issue. No other details provided.

Manufacturer narrative:
The returned device was evaluated. During an internal inspection of the device the system board ac/dc power supply is broken off at the acn solder point. This results in no ac power reaching the ac/dc power supply and thus no power to the device. The system board was found to have component c200, which is part of the battery charging circuitry, broken off and as a result the battery charging circuit is likely not to function correctly. A service history record review reveals that this unit was in the field for over five (5) years with no previous reported issues related to this reported event.